Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. Device discarded by user. Additional aaa® devices included in this report: pxc121400/13713469. (B)(4).

Event description:
On (B)(6) 2016, the patient was treated for an abdominal aortic aneurysm with a gore® excluder® aaa endoprosthesis featuring c3® delivery system (rlt231216/14168962, pxc121400/13713469). The procedure was nearing completion when it was reported that the physician spotted an imperfection on the angiogram and decided to re-balloon the endoprostheses. Following the ballooning, the patient's blood pressure dropped and it was determined the patient's aorta had ruptured. The physician was not able to determine where the rupture had occurred so he converted the procedure into an open repair and the rlt231216 & pxc121400 were explanted. These devices were discarded at the hospital. The patient tolerated the open repair.